Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was suspected to be functioning abnormally. It was noted that pacing spikes were "all over" the electrocardiogram (ECG). The ipg remains in use. No patient complications have been reported as a result of this event.